Manufacturer narrative:
Investigation summary: the customer reported the tpn fluid was leaking during infusion, and returned one used sample of material #10010454. The sample was flushed with water, under high syringe pressure. The leak in the filter was not observed, but there was evidence of the tpn fluid in the air vent membrane, which shows the membrane was compromised (wetted out) and would have allowed a leak. Since then, the tpn dried and did not allow the water to pass through. The complaint is verified by the tpn residue. When administering different nutrients through filtered sets, the sets must be switched in shorter intervals than those of regular soluble medications or saline solutions. Infusions using tpn will shorten the period in which set is to be active with patient. When lipids are administered, the set should be swapped every 12 hrs. Check with customer advocacy to determine the recommended time for a given medication when using filtered sets. A device history record review for model 10010454 lot number 20075725 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the complaint is the long interval of tpn infusion. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m leaked tpn fluid during the infusion. The following information was provided by the initial reporter: "writer noticed the tpn fluid all over the extension tubing/filter. It was infusing in a uvc line and the line needed to be removed incase of a break in sterile conditions, risk of infection."